Event description:
Baxter conducted a follow up call to the peritoneal dialysis nurse(pdrn) on (B)(6) 2011 regarding a report of the home patient(hp) being hospitalized. The pdrn stated that the hp had abdominal pain and weakness on (B)(6) 2011 and was hospitalized for peritonitis on (B)(6) 2011 - (B)(6) 2011. A peritoneal dialysate (pd)effluent culture was obtained. The peritoneal dialysis nurse(pdrn) gave causality as a break in aseptic technique. The hp was treated with unknown antibiotics. On (B)(6) 2011, a pd white cell count obtained, and the peritonitis was considered resolved. The pdrn stated that the hp had several geographical changes over the past few months which was the contributing factor.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the third of three reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots gd879916 and gd879171 with no defects noted during batch review that could be associated with the reported condition. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.